Event description:
It was reported that the apexpro telemetry server (ats) shut down resulting in a loss of telemetry monitoring affecting multiple pts for an extended period of time. Alternate pt monitoring was not available. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unk.